Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device "only fired a half", if the staple line and cut line were equal in length? Or had the device locked-out (no staples delivered and no cut line delivered)? When the knife reverse didn't work, was the device stuck on tissue? If yes, how was the device removed? Did the device jaws eventually open?

Event description:
It was reported that during a laparoscopic sleeve procedure, the stapler firing the reload only half. After that it didn¿t work at all. Also reverse knife didn¿t work. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56c0n. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a serious injury and has been revised. Additional information requested and received: did the surgeon attempt to use the manual return lever multiple times with a ratcheting technique? Yes, he tried multiple times. The first time he wasn¿t sure if he pushed hard enough to ¿break¿ the system of the echelon, but then he tried multiple times with great force. Nothing happened. Approximately how far of the 60mm did the device fire? Not completely clear, but the surgeon thinks the device fired completely (60mm). What is the patient sex, bmi? Female, bmi: 40/41. How far from the pylorus was the device fired? The sleeve was stapled over a 40french bougie; so around 10cm from the pyloris. What is meant by insufficient passage? The patient had reflux complaints so was decided to make a barium swallow. That showed that not even liquid was passing from stomach to the duodenum. Can the patient tolerate liquids? She couldn¿t, but after re-operation she can. Was a barium swallow or endoscopy performed? Yes barium swallow. What is the current patient status? After converting the sleeve into a bypass she was dismissed from the hospital. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.